Manufacturer narrative:
Additional information was received on 2017-jun-22. Device evaluation information was available at the time of the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator oxygen (o2) value was up to 10% when the setting was at 60-80%. The ventilator was not in use at the time of reported issue. A service engineer (se) inspected the device and replaced the mixer. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator that the o2 value was up to 10% when the setting at 60-80%. Patient involvement was not reported.